Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with a pacemaker system. After the operation, pericardial effusion and pericarditis presented on (B)(6) 2018 through (B)(6) 2018. The pericardial effusion was identified via echocardiography. The physician implied that the atrial and right ventricular leads with model lpa1200 caused cardiac perforation. The patient was treated medically for the effusion and pericarditis. Patient was recovering.